Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter with no other devices. The outer and inner shaft were microscopically examined. The shaft was kinked 22cm from the distal end of the hub. The outer shaft was plastically deformed 131.5cm ¿ 141.5 cm from the hub. The outer shaft was separated 141.5cm from the hub. The separated end was circumferentially torn which is consistent with the reported information. The inner shaft was stretched and separated 151cm from the hub. The separated end was jagged and stretched showing signs of force applied. The distal end of the device (i.e. Balloon, markerbands, tip and remaining portion of outer and inner shaft) were not returned for analysis. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst, catheter removal difficulties and shaft break occurred. Vascular access was obtained utilizing retrograde approach. The 100%, chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a non-bsc guidewire was unable to cross the lesion, a 1.2mmx15mmx141cm emerge¿ balloon catheter was advanced and plain old balloon angioplasty (poba) was performed. However, during the fourth inflation at 18atm, the balloon ruptured. When the device was removed, resistance was encountered. The balloon became stuck and when the shaft was pulled, the balloon and shaft were detached. The physician decided to leave the detached balloon inside the patient's body as it¿s considered not harmful. The detached balloon will be retrieved in the future via by-pass surgery depending on the patient's condition since a collateral circulation was developing. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon burst, catheter removal difficulties and shaft break occurred. Vascular access was obtained utilizing retrograde approach. The 100%, chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After a non-bsc guidewire was unable to cross the lesion, a 1.2mmx15mmx141cm emerge¿ balloon catheter was advanced and plain old balloon angioplasty (poba) was performed. However, during the fourth inflation at 18atm, the balloon ruptured. When the device was removed, resistance was encountered. The balloon became stuck and when the shaft was pulled, the balloon and shaft were detached. The physician decided to leave the detached balloon inside the patient's body as it¿s considered not harmful. The detached balloon will be retrieved in the future via by-pass surgery depending on the patient's condition since a collateral circulation was developing. No further patient complications were reported.